Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." A.3 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2023-03823. B.3 date of event was previously entered incorrectly on the initial manufacturer device report number 1220648-2023-03823 and has been updated. D.4 catalog number was previously entered incorrectly on the initial manufacturer device report number 1220648-2023-03823 and has been updated. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2023-03823 in accordance with updated procedures. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2023-03823 was submitted. H.6 code 925 was added since the initial submission of manufacturer device report number 1220648-2023-03823 in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2023-03823 in accordance with updated procedures.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had a successful cp support explanted after two days of support. Hemodynamics had stabilized. At the time of explant, there was thrombus observed. Additional intervention was not required.